Manufacturer narrative:
Final analysis of lead model 3889-28 showed lead proximal end conductor broken (overstress/damage). No significant anomaly.

Event description:
It was reported the patient¿s lead broke below the zero contact on the proximal end. The lead broke while being pulled through tissue during a battery replacement. The lead was replaced. The broken portion of the lead remained in place in the patient. The patient was doing well and had good symptom relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v217191, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).